Manufacturer narrative:
(B)(4). Batch # p5847j. Investigation summary - the analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found damaged. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can additional information be provided what exactly was the scrub nurse doing when cut? ¿ she was trying to put a reload into the gun, it wouldn¿t go in so she put her finger in to check the jaws were empty and cut herself om the exposed blade. If knife was not in the home position, approximately how far was it advanced? About 75%. What treatment was provided? ¿ scrub nurse washed cut and went to occupational health. What were the results of the blood test? ¿ I can¿t say for sure as I¿ve not seen her since but I would guess it¿s fine ¿ I will check tomorrow.

Event description:
It was reported that there was no injury to patient but scrub nurse did cut her index finger on advanced knife blade in the jaws of the device, she has been to occupational health for blood tests. Team opened first device and loaded with reload, when firing there was some resistance and the knife blade only advanced part way, surgeon asked for a new device to be opened ¿ the second device was opened, loaded as normal and fired ¿ surgeon complained of resistance again, when given back to the scrub nurse to reload she removed the empty reload and was having trouble putting a new one in, she then put her left index finger in the cartridge jaw and cut herself on the blade which was still advanced ¿ this should of retracted but hadn¿t ¿ they then opened a third device which was fine.